Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the structured query language server connectivity failure due to a network timeout, which led to a snapshot isolation transaction conflict during incremental synchronization. The technical support specialist resolved the issue by reviewing the med application logs, identifying the errors and updating them. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients' detail were not crossing over. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.